Event description:
An attempt was made to deploy a 2.5mm diameter x 12mm length endeavor sprint rx drug-eluting coronary stent into a patient. The target lesion, located in the rca was described as excessively tortuous, with severe calcification and 80% stenosis. It was reported that excessive tortuosity and calcification were also present before and after the target lesion. Also, although pre-dilation was performed, 50% stenosis was still present when the physician attempted to deploy the relevant stent. It was reported that resistance was encountered during advancement and on withdrawal. Communications received from the field indicate that the distal stent segments may have been caught on a calcified ridge resulting in the dislodgement of the stent during withdrawal. A balloon catheter was advanced into the dislodged stent which was then deployed at site of dislodgement. The patient is reported to be fine, and no other clinical sequelae were reported. The physician indicated that the event was most likely due to the lesion and vessel characteristics and felt that it had nothing to do with the product performance.

Manufacturer narrative:
(B) (4). Evaluation results and conclusion: (excessive tortuosity, severe calcification and stenosis). (Stent dislodgement).